Manufacturer narrative:
The solitaire stent will not be returned for evaluation as customer refuse to return; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. This is a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the bleeding appeared at the m1 blood vessel during the thrombectomy procedure. The patient was undergoing mechanical thrombectomy for an ischemic stroke located in the left distal m1. It was reported that there was resistance when retrieving the solitaire 4mm x 20mm back into the non-medtronic guide catheter. Prior to the event, the physician attempted 2 ¿ 3 times to aspirate the blood clot out of the m1. The aspiration attempts failed so they chose to use a solitaire platinum 4mm x 20mm with non-medtronic catheter. The physician stated that there was resistance when retrieving the solitaire back to the guide catheter after it was deployed using the catheter. The physician noticed that patient has stenosis in the middle cerebral artery (mca) and they felt resistance already when accessing the guide catheter, so they thought that the issue was directly related to solitaire. Bleeding appeared at the m1 blood vessel. The neurologist and neurosurgeon confirmed that the bleeding issue was not due to the product deficit, but due to the stenosis of the blood vessel of the patient. The patient was IV tpa contraindicated. There were two passes with the solitaire device. The patient¿s vasculature was minimal in tortuosity. The patient was symptomatic maybe due to the hemorrhage, but as told by the neurologist, the blood vessel appeared stenosis before the case. It is identified during the case and after the case under dsa. The patient was sent to ICU for monitoring after case.